Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Event description:
The user facility reported a water leak from the system 1e processor. Water leaked onto the floor of the room where the processor is located and an adjacent operating room. When the facility staff discovered the leak, the water supply to the system 1e processor was turned off and the water was vacuumed up using a wet vacuum. No injuries, property damage or procedure delays were reported.

Manufacturer narrative:
The steris service technician visited the facility and observed that the water hose had separated from the unit at the outlet of the a&b pre-filter. The unit is mounted on a countertop and the a&b pre-filters are mounted under the counter on the wall. The technician noted that the connector to which the hose attached was not a standard connector used on the system 1e. The technician replaced the hose and a&b filter housing (location of the connector) and placed the unit back in service; no further issues have been reported. The service technician who installed the non-standard connector was counseled and re-trained on (B)(4) 2011 of the requirement to only use specified steris parts.